Event description:
This report summarizes eighteen malfunctions. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced perforation. These information's were received from a various sources. All eighteen malfunctions involved patient with no patient consequences. Of the eighteen patients, twelve were male and six were female, all eighteen patients age ranged between 27-85 years, four patient weight ranged between 174-294 lbs. Remaining patients' weight were not provided.